Event description:
A non reactive advia centaur (B)(6) result was obtained on a patient sample. The customer performed repeat testing and the results was reactive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur (B)(6) results with other method.

Manufacturer narrative:
The cause for the initial non reactive advia centaur (B)(6) patient result is unknown. There were no issues noted in the event log at the time of the result. The customer will not provide any additional data or explain why the sample was repeated and if additional testing was done. The instruction for use (IFU) under limitation claims states: "the performance of the assay has not been established for populations of infants or children". No further evaluation of the device is required.